Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed no evidence of a load step malfunction. Several cs 064 alarms were observed during the load step on the reported date. The pump powered on normally and performed the ezprime steps successfully. The pump was opened and no damage or defects were found with the force sensor assembly or circuit. Unrelated to the complaint, the audio bolus button was observed to be detached from the pump and was missing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump pushed insulin through the tubing during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.